Event description:
It was reported that the spontaneous awakening trials (sat) of the patient has dropped during the permanent spinal cord stimulator (scs) implant procedure. The wound of the patient was covered, flipped supine and then intubated. The patient was then stabilized, extubated and agreed to continue with the procedure. The patient was doing well postoperatively.